Event description:
It was reported that, an article published in the canadian urological association journal evaluated the long-term efficacy and safety of rezum water vapor thermal therapy (wvtt) for the treatment of lower urinary tract symptoms (luts) due to benign prostatic hyperplasia (bph), with the objective of assessing durability of symptom relief and sustained improvement over a three-year follow-up in a real-world, multicenter cohort. The retrospective analysis used a prospectively maintained registry from two high-volume international centers in canada and italy and included 712 men who underwent rezum therapy between april 2019 and october 2024 and had at least one year of follow-up. The mean patient age was 67.2 years, the average baseline prostate volume was 74.1 cc, and 471 patients had median lobe obstruction. Rezum water vapor thermal therapy was performed by experienced fellowship-trained experts; each water vapor application ablated contiguous regions of prostatic tissue, with the number of injections determined at the surgeon's discretion based on prostatic anatomy. In general, one treatment was provided for every 1 cm length per lateral lobe, with 1 to 3 dedicated injections for any median lobe depending on size. All patients were discharged the same calendar day with a two-way foley catheter, and catheter drainage duration ranged from 7 to 30 days based on urinary retention status, patient age, bladder function or contractility, prostate volume, and number of injections. At three-year follow-up, 34 patients required additional surgical intervention, including 20 patients who underwent greenlight photovaporization, 6 patients who underwent transurethral resection of the prostate (turp), 3 patients who underwent repeat rezum, 2 patients who underwent prostatic artery embolization (pae), and 1 patient each who underwent temporary implanted nitinol device (tind), thulium laser enucleation of the prostate (thulep), or holmium laser enucleation of the prostate (holep). Additionally, 27 patients were unable to discontinue bph medications. Urinary retention in patients who were already catheter-dependent prior to rezum occurred in 6 patients, all of whom required either clean intermittent catheterization (cic) or foley catheterization. The article noted that most adverse effects associated with wvtt are transient and classified as clavien-dindo grade lower than 3. Intraoperative bleeding was evaluated using a standardized four-point scale, where grade 4 represented very severe or life-threatening bleeding requiring transfusion, surgical takeback, or early termination of the procedure. The study reported a favorable safety profile with minimal impact on erectile function and ejaculation, and concluded that rezum wvtt provides sustained improvement in urinary symptoms and quality of life while preserving sexual function; however, further studies are needed to assess long-term durability beyond five years.

Manufacturer narrative:
Bitar siqueira, m. H., shprits, s., buksh, o., bhojani, n., chughtai, b., zorn, k. C., cindolo, l., ferrari, g., piazza, r. C., rabito, s., lajkosz, k., & elterman, d. (2025). Rezum therapy: outcomes of symptom relief and quality of life in benign prostatic obstruction with three-year followup. Canadian urological association journal = journal de l'association des urologues du canada, 10.5489/cuaj.9314. Advance online publication. Https://doi.org/10.5489/cuaj.9314x detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.